Event description:
The system error (se) 2240 was identified in the patient logs during an evaluation of the homechoice (hc). There has been no report of patient injury or medical intervention in association with this event.

Manufacturer narrative:
(B)(4). There is no evidence that problems with the homechoice machine (hc) contributed to the system error 2240. A root cause was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation, and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.